Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tips of the pk dissecting forceps instrument would not align when closed together. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument grips tips were bent. The one grip was bent, causing side to side misalignment of the grips. There was a .071 offset at the tips. The bent grip had a separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/misuse. Failure analysis also found there were scratches on the surface of the distal pulley. The instrument pitch cables were frayed. The instrument was found with a frayed pitch cable at distal clevis hub. No other damage was found at the clevis. The instruments conductor wire was damaged. The black insulation was damaged when lifted up but the wire was not broken. The damaged insulation damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.